Event description:
As reported, during laparoscopic left inguinal hernia repair procedure, the sorbafix enhanced fixation device was used to fixate the mesh at the area of pelvic tissue. It was reported that "after each firing attempt the staple would fall out of the device when removing from the target area. Any staples that fell out were successfully retrieved." The procedure was completed using another device and there was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced device fastener failed to fixate the mesh. Evaluation of the returned sample could not reproduce the reported event. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies were found. Most probable cause is an event occurring during user device interface. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov 2023. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient" and "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.